Event description:
Customer reported she experienced low blood glucose of 39 mg/dl. Customer stated she smelled insulin on the insulin pump but she didn't see any leaks from the reservoir. Customer also mentioned she had problems with her vision. Customer stated the drive support cap was normal. Customer did a set change during lunch. Customer was disconnected during rewind and prime sequence. Customer stated the reservoir was showing the same amount of insulin that was displayed on the device. The device was exposed to an x ray machine. Displacement test was performed and device passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.